Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 157450, m2a-magnum mod hd sz 50mm, lot: 838780, part: 139252, m2a-magnum 42-50mm tpr insrt-6, lot: 094660, part: us157856, m2a-magnum pf cup 56odx50id, lot: 675670, part: 11-103205, taperloc por lat fmrl 11x142, lot: 916780. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-03246, taper: 0001825034-2019-03244.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty and subsequently, the patient was revised six and a half years later. During the revision procedure, it was noted that the connection sleeve was cold-welded to the stem taper. Attempts have been made and no further information has been provided.